Manufacturer narrative:
It was reported that two stenosis were found in the intestine, and it was difficult for the endoscope to pass through the first stenosis by very strong pressure. Also, after stent implantation, abnormality was found in vital signs and, free air was confirmed in CT. So, the physician performed emergency operation. It successfully passed the manufacturing and inspection criteria as a result of confirmation of the DHR for the suspected device. Perforation could occur by other company's device as well. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. According to the physician comments, there was a possibility that tissue was damaged and perforated when the endoscope passed through the stenosis because this patient's tissue was fragile. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned, and it is difficult to reconstruct the situation at the time of procedure with limited information. It is stated on user's manual in order to prevent these problems as follows. Contraindication: the niti-s & comvi enteral colonic stent is contraindicated for, but not limited to; strictures that do not allow passage of a guidewire. Suspected or impending perforation. Therefore, based on the physician's comment and DHR, it is hard to judge the perforation by the device's malfunction. It is assumed that perforation occurred by the patient's lesion and medicine treatment, the stent procedure and so on. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: cdt2212 was applied to stenosis before hepatic flexion. Two stenosis were found in the intestine, and it was difficult for the endoscope to pass through the first stenosis. After stent implantation, abnormality was found in vital signs. Free air was confirmed in CT, and the physician performed emergency operation. After the surgery, the patient was transferred to the ICU. Date unknown: the patient outcome was relieved, so the patient was able to leave the ICU. Physician's comment: there was a possibility that the tissue was damaged and perforated when the endoscope passed through the stenosis because the tissue was fragile. Also, from the endoscope and fluoroscopic images, there was a possibility of air leakage even before stent implantation.